Event description:
Hosp reported that during a case, the device would not function in the ac power mode, however, was operational in the battery mode. Device was replaced with a back-up unit. Pt was not affected by the incident.